Event description:
It was reported that the patient had occlusion in the c5-c7 segments of the right ica (internal carotid artery ). During the procedure, a first guidewire (subject device) was used to advance a microcatheter for superselective catheterization. While manipulating the subject guidewire to attempt passage through the occluded segment by repeatedly twisting and controlling it to adjust the direction, the subject guidewire failed to cross the lesion. Upon withdrawal, it was found that the tip of the subject guidewire had fractured and stretched, rendering it unusable. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
This is 1 of 2 reports (first synchro guidewire).